Manufacturer narrative:
(B)(4). Based on the batch record review and similar incident search, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the lesion was located in the heavily tortuous, heavily calcified, mid right coronary artery that was 90% stenosed. After the guide wire was advanced to the lesion, a 3.5x20 mm trek balloon was advanced to the lesion and inflated at 8 atmospheres; however, as the lesion was heavily calcified and indentation remained which required further dilatation with the same trek balloon. Upon the second inflation of 12 atmospheres, the balloon ruptured and the dilatation balloon was removed from the patient. A promus stent was then deployed successfully. Post-dilatation was performed with a 3.5x15 mm trek balloon catheter. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, guide cath: launcher jr3.5. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.